Manufacturer narrative:
Based on the claim against the medium-large clip applier by the customer noting the instrument's jaws did not close correctly, resulting in the inability to apply clip as intended, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have a cracked clamping pulley at the proximal end. As a result, the grip cable became loose at the distal end. Loose cables are attributed to a loss of cable tension and a cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. The complaint regarding the inability to apply clip was confirmed by failure analysis, which indicates that the device did contribute to the customer's reported issue. Additionally, the instrument failed mechanical engagement when placed on the system. The instrument inputs failed to engage with the sterile adapter after multiple attempts. Although the instrument failed engagement after being placed on the system, there was no report of an engagement failure during this procedure reported in the logs. The instrument was also found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips and as a result, the clip could not be properly released from the grips. Probable root cause is attributed to excess force applied to the instrument jaws. Signs of corrosion were also found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Failure analysis confirmed the reported issue with the finding of a loose grip cable due to a cracked clamping pulley. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier jaws did not close correctly, resulting in the inability to apply clip as intended. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.